Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shutdown unexpectedly. Customer's blood glucose level was impacted (480 mg/dl) and was treated with manual injection. Customer reverted to manual injections for management of blood glucose levels.